Event description:
It was reported that an attempt was made to implant a zbn cmn lag screw 10.5 x 90 on (B)(6) 2015, but the screw was fractured. Another lag screw was used to finish the surgery. Surgery was delayed for 40 minutes.

Manufacturer narrative:
The screw was discarded at the hospital, therefore a technical investigation was not possible to be performed, as the device . Was not at hand for investigation. No trend identified. The compatibility check could not be performed as only one product was reported. Possible causes for the reported event, breakage of implant, according to dfmea: due to lack of adequate fatigue strength; due to lack of adequate fatigue strength due to anodization; due to off-label use, e.g., misuse by surgeon. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).